Event description:
It was reported that "the unit gets hotter than the 35 c indicated on the IFU". No negative impact in state of health reported. It was initially reported that "the unit gets hotter than the 35 c indicated on the IFU". No negative impact in state of health reported. According to further information the customer claims that the equipment is getting warmer and warmer. This causes him discomfort to work. It was indicated that the unit reached a temperature of 38°c.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Results of investigation: during the technical inspection, the reported error ("unit gets hotter than the 35°c") could not be confirmed. During the investigation, no increased heat development could be detected or reproduced on the tipcam. A possible cause for excessive heating may be an incorrectly selected light cable or contamination on the connection surfaces of the light guide or the device-side light connection. The tipcam shows no negative characteristics in terms of function, imaging, and heat generation. The event is filed under internal karl storz complaint ID: (B)(4).